Manufacturer narrative:
(B)(6). Investigation: customer returned photos of a poly bag of 1cc, 12.7mm, 29g syringes. Customer states that the product package came without batch and expiration. The attached photos were examined and it appears that no lot information is printed on the poly bag. Bd was able to duplicate or confirm the customer¿s indicated failure. Unable to perform DHR check due to unknown lot number.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with package came without batch and expiration.